Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer investigated reported problem and noted that the heat units were back to 0%. The fse then proceeded to do a tube warm up and fluoro. The heat units climbed normally. The customer (radiologist) then stated that the error message was 'tube overload' and not 'tube over temp'. The fse then noted that the rad technique was set higher than the usual and explained to the customer that the tube protection figured a worst case scenario as if it would actually shoot the full backup time at the setting the they had set. No further service was required and the unit was returned to full service by the customer.

Event description:
Customer reports loss of fluoro capability when heat load reached 21%. Technologist was able to reboot system, lower the x-ray values to minimize heat load and complete procedures. Potential risk for injury.